Event description:
It was reported that a transmission showed far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also noted on transmission that the left ventricular (lv) lead triggered an alert for low impedance from a prior interrogation session. Subsequently, the ra and lv leads were explanted due to an unrelated medical condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: 5092-52 lead, implanted 1999 (B)(6); 419578 lead, implanted 2009 (B)(6). (B)(4).